Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of 225 mg/dl to 230mg/dl and was 167mg/dl when left. Customer¿s blood glucose value at time of incident was 200 mg/dl and over 500mg/dl and current blood glucose value was 275 mg/dl. Customer¿s blood glucose value had been all been over 200mg/dl. Customer went to doctor and was sent to emergency room to see if he had diabetic ketoacidosis. This morning blood glucose value was 232mg/dl took 4u with pump and is now up to 275mg/dl and hadn't eaten anything. The customer experienced symptoms such as cotton mouth and have to pee a lot. The customer was treated with syringes and the pump. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.